Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample has been received at the manufacturing site but has not been evaluated yet. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system displayed a system message during a procedure that would not clear. The surgery was aborted. A questionnaire was received from the facility stating the surgery was completed two days later. There was no information on the patient condition. Information has been requested but none has been received.

Manufacturer narrative:
Additional information provided: the company service representative examined the system and confirmed the complaint. The fluidics module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The system was manufactured on june 21, 2012. Based on qa assessment, the product met specifications at the time of release. A fluidics module was received for evaluation. A visual assessment of the returned sample showed balanced salt solution (bss) residue on the face plate. The root cause of the reported event can be attributed to bss ingress of the fluidics module, as the drain bag was not seated properly to the cassette causing the bss to leak back into the machine. The manufacturer internal reference number is: (B)(4).